Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "cassette was leaking during setup" (fluid leak). The customer reported that 2 weeks ago, they had a cassette that was leaking during setup. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).